Event description:
The event is reported as: there was a leak in the valve. It kinked off where the pilot tube actually enters the main part of the tube. The pilot tube kinked in a way that the cuff continually leaked. No pt injury reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.